Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their daughter insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the insulin pump was not vibrating anymore. The customer performed self test and was insulin pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.